Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer alleges that he took too much insulin, based on what he felt was an inaccurated blood glucose reading on his blood glucose meter. No reading was provided to nova or any other readings for comparison. The meter will be returned for eval.